Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site.according to the case information,user experienced an infection following sensor insertion, and although his doctor prescribed antibiotics, the condition did not improve.the user received treatment at the ER, where the sensor was removed on (B)(6) 2025.the user was prescribed antibiotics; however, no specific medication name was provided.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.development of infection at the sensor insertion site is a known and anticipated potential adverse effect.the user reported an infection at the sensor insertion site.according to the case information,user experienced an infection following sensor insertion, and although his doctor prescribed antibiotics, the condition did not improve.the user received treatment at the ER, where the sensor was removed on (B)(6) 2025.the user was prescribed antibiotics; however, no specific medication name was provided.